Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable, pump turned off, and power down messages found during error history log review. Visual and functional testing were performed. Found user induced fluid ingression on pump by the chassis base of the downstream occlusion sensor. Actions/repairs were done to correct the reported issue: the downstream occlusion sensor was replaced.

Event description:
It was reported that a smiths medical pump was double beeping no cassette. Lcd bleed and damage lens. No patient involvement.